Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an adhesive failure on (B)(6) 2024 as tubing caught and adhesive accidentally pulled out their site no further information is available.